Event description:
This device was purchased to be used in measuring lithium levels in the blood and hence its clearance by the kidneys. During use it was found that it gave inaccurately higher result than normal especially when used in high altitude and when the complaint was lodged with the co it was a suprise. Besides the more the red blood cells the less the amount of lithium that separates. The replacement has been sent.